Event description:
The company was informed that the patient's device has extruded through the skin flap. The patient was advised to discontinue use of the external equipment. Explant surgery has been scheduled.